Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument and failure analysis evaluation was completed. The instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley. A broken piece measuring approximately 0.014¿ x 0.020¿ in size was missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that after a da vinci-assisted bullectomy surgical procedure, the maryland bipolar forceps instrument was observed to have a cable exposed. There was no damage observed to the instrument during the surgical procedure or after post-surgical examination. The issue was identified and reported upon the instrument arriving to the central sterilization department. The procedure was completed utilizing the same instrument with no reported injury.